Event description:
It was reported that blood was leaking from the cath-gard while in use on a patient.therefore, both the multi-lumen catheter and the cath-gard were replaced with new ones.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a psi kit for analysis. The cath-gard will be analyzed as part of this complaint investigation. Based on the customer description, the multi-lumen catheter was not returned with the rest of the components. Signs-of-use were observed on the cath-gard. No defects or anomalies were observed with the cath-gard during visual inspection. An 8 fr lab inventory swan-ganz was inserted through the returned cath-gard. The cath-gard was able to lock on to the swan-ganz catheter firmly with little to no difficulty. A leak test on the swan-ganz did not reveal any leaks coming from the cath-gard. The cath-gard was filled with water in an attempt to identify any holes in the body. No water was found to leak through the cath-gard body, and no holes were found. A device history record review was performed with no relevant findings indetified. The customer report of a cath-gard leak was not able to be confirmed by complaint investigation of the returned sample. The cath-gard was functionally tested with a lab inventory swan-ganz catheter and no defects or anomalies were observed. Additionally, the cath-gard was filled with water to test the body for leaks and none were found. A device history record review was performed with no relevant findings. Teleflex cath-gards are not designed or manufactured to hold liquid or be leak resistant; however, based on the customer report and the fact that the device appeared to be functional, no problem was found on the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that blood was leaking from the cath-gard while in use on a patient. Therefore, both the multi-lumen catheter and the cath-gard were replaced with new ones.